Event description:
Event date: 2024-03-15: occasional undersensed ventricular beat on stored egm (electrogram) device appears to be currently functioning as programmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).